Event description:
Boston scientific received information stating: rv threshold has risen over the last few months from around 1.0v to 2.3v output changed to 5v @ 1.0ms - pt. For 3 month review and consideration of lead change; current high out put settings will likely make the battery deplete prematurely dr. (B)(6) lead implanted (B)(6) 2001 event date: (B)(6) 2012. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).